Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited variation in sensing and high capture threshold which resulted in intermittent loss of capture. An x-ray revealed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient remained in stable condition.